Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 551 mg/dl. Cause of bg level was not known. Customer "eat right and drinking water" to address the issue and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin. Customer was discharged 2 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.